Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an acute rise and fall in threshold was noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.